Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as an unidentified (tear) opening. Pain: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "rupture" (deflation). Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture" (deflation). Device remains implanted.